Event description:
It was reported by the field service engineer that the collimator is defective.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA 04/17/2011.